Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 silicone rubber peeled away from metal jaw. A replacement device was used to complete the procedure.

Manufacturer narrative:
A lot history record review was completed for lots 25099510, 25108288, 25110539 and 25112422 the last 4 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are f/u with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. (B)(4).